Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax1397 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the kit a hair was noted inside the packaging; it was not used on the patient. A new kit was opened and used for the procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a hair was contained in the kit was inconclusive. It could not be verified that the hair was in the kit when the tray was opened. The needle guide kit was received open and the contents had been removed from the packaging. The csr wrap appeared to have been unwrapped and rewrapped by the user. A strand of dark hair was found on the csr wrap. The ultrasound gel packet was not included in the contents of the csr wrap. It is possible that the hair was inadvertently packaged in the needle guide kit during manufacturing; however, since the kit had been opened and a component was missing, the root cause cannot be verified.

Event description:
It was reported that upon opening the kit a hair was noted inside the packaging; it was not used on the patient. A new kit was opened and used for the procedure.